Event description:
It was reported that the right atrial (ra) lead was found to be dislodged. Chest x-ray confirmed that the ra lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2024. There were no patient consequences.